Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from 2/14/2020 to 2/27/2020. A total of 8 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 30 mg/dl was entered into the pump by the user on (B)(6) 2020 at 09:55:36 am. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates: time: 07:45:07 am date: (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 08:43:45 am date: (B)(6) 2020 iob: 1.17; time: 09:17:19 am date: (B)(6) 2020 iob: 0.84. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 1:07:46 pm to 1:17:50 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 1:07:46 pm on (B)(6) 2020. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 60 min was observed at 09:33:13 am on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 08:56:43 am date: (B)(6) 2020 iob: 1.15; time: 09:37:47 am date: (B)(6) 2020 iob: 8.44. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:23:54 pm date: (B)(6) 2020 iob: 0.08. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 32 mg/dl was entered into the pump by the user on (B)(6) 2020 at 11:52:09 am. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 60 min was observed at 11:46:39 am on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. Blood glucose (bg) of 35 mg/dl was entered into the pump by the user on (B)(6) 2020 at 11:16:14 am. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 60 min was observed at 07:10:23 am on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. Blood glucose (bg) of 36 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:01:10 pm. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 60 min was observed at 06:40:03 am on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:28:37 am date: (B)(6) 2020 iob: 0.13. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:25:10 am date: (B)(6) 2020 iob: 2.17. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 53 mg/dl was entered into the pump by the user on (B)(6) 2020 at 2:06:45 pm. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 2:02:32 pm on (B)(6) 2020. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 60 min was observed at 06:40:03 am on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:28:37 am date: (B)(6) 2020 iob: 0.13; time: 12:01:22 pm date: (B)(6) 2020 iob: 1.89; time: 12:05:25 pm date: (B)(6) 2020 iob: 5.74; time: 1:58:04 pm date: (B)(6) 2020 iob: 1.58. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:25:10 am date: (B)(6) 2020 iob: 2.17. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 2:02:32 pm to 2:12:38 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 2:02:32 pm on (B)(6) 2020. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 60 min was observed at 06:40:03 am on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 09:28:37 am date: (B)(6) 2020 iob: 0.13; time: 12:01:22 pm date: (B)(6) 2020 iob: 1.89; time: 12:05:25 pm date: (B)(6) 2020 iob: 5.74; time: 1:58:04 pm date: (B)(6) 2020 iob: 1.58. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:25:10 am date: (B)(6) 2020 iob: 2.17. Continuous glucose monitor (cgm) value of 52 was recorded at 8:57:25 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 8:57:25 pm on (B)(6) 2020. ¿ a 200% temporary basal rate was initiated by the user with a duration set to 35 min was observed at 6:14:24 pm on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 3:46:34 pm date: (B)(6) 2020 iob: 0.75; time: 7:16:27 pm date: (B)(6) 2020 iob: 0.91. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 6:05:00 pm date: (B)(6) 2020 iob: 0.46; time: 6:14:07 pm date: (B)(6) 2020 iob: 1.64. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of under 40 and about 50 mg/dl. Bg cause was not known, but customer believes residual insulin from the pump could be the cause. Customer consumed carbohydrates and used a glucagon pen to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.